Manufacturer narrative:
The technician found the latch cover missing and sticky fluid by the latch pin. The technician cleaned the area and installed the latch cover to repair the bed.

Event description:
Alleged the right intermediate siderail is not latching all the time.